Manufacturer narrative:
The lot number was provided for 3 out of 4 malfunctions, therefore lot history reviews were performed. The devices were not returned to the manufacturer for evaluation/inspection. Therefore, the investigation of all the four malfunctions are inconclusive for the reported balloon rupture as no objective evidence was provided. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model u4150430rx pta balloon dilatation catheter allegedly experienced balloon rupture. These reports were received from various sources. Four malfunctions were involved with no patient consequences. The device was used in a male patient whose weight and sex was not provided. Age, gender and weight of the remaining three patients were not provided.